Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/07/2016 that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. Voltage testing was performed and the unit has no voltage. The reported event of a loss of connection was not confirmed. A root cause could not be determined.